Event description:
Different images are missing when the study is sent to pacs iw. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).